Event description:
It was reported that the customer inserted a sensor the day before at abdomen and had blood at site. It was stated that the sensor glucose readings were very low during the night and on the next morning a calibration error occurred. Customer changed the sensor and inserted a new one. Now calibration error occurred twice and restart after 2 hours. Blood glucose value is 6.2 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.